Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a battery low alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. A visual inspection, power-on self-test, and batter test was performed. The battery low alarm was identified during the battery test. The cause of the condition was determined to be battery damage. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.